Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the infusion set cannula broke off underneath the customer's skin while he slept, and it had to be surgically removed. It was stated that the father was very upset, and was considering taking legal action. The father was advised that the customer may have been laying awkwardly on the site, which may have caused it to break. The father agreed, but also felt that this should not happen. Offered the father to have the box of infusion sets replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.